Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation, any creases.

Event description:
Healthcare professional reported a left side exchange with no complaint against the device. Healthcare professional later reported deflation. Healthcare professional additionally reported "any creases.¿ device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed an opening assessed as surgical damage. Crease/folding of implant: observed. No other observations observed, no further actions are required. Additional, changed, and/or corrected data: d9; h3; h6.

Event description:
Healthcare professional reported left side deflation, and creases. Device has been explanted and replaced.